Manufacturer narrative:
Several dates. Waiting for explants to be returned for evaluation.

Event description:
Patient had surgery on (B)(6) 2010, with spinal fusion l2 to s1 due to bilateral sciatica, spinal stenosis l2-3 and listhesis l4-5. On (B)(6) 2010, the patient's wife heard a loud pop and x-rays at the doctor's office showed that the locking cap had loosened on the left side at the higher points of the constructs. The surgeon will see the patient again in 6 weeks to determine the next step. After we received any explants, we will submit to FDA in a supplemental report any product investigation and testing units.